Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced an infection that began around (B)(6) 2024. On (B)(6) 2024, the patient was admitted for the infection as well as device erosion. The ipg was explanted, and the patient was administered intravenous antibiotics. Per the opinion of the physician, the root cause of the infection and device erosion was unknown. The patient was discharged on the same day and was stable.